Event description:
Patient revised for pain, once access to the hip had been gained it was realised that the ceramic liner had broken into several pieces and there was a gouged out mark on the ceramic head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against the provided product/lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. It is cautioned that conditions including manual labor, active sports participation, high levels of patient activity, and the likelihood of falls tend to impose severe loading on the affected extremity, thereby placing the patient at higher risk for failure of the hip replacement. It was initially reported the patient was pushing a large trolley at work and felt and heard a pop sound in his hip, then experience pain and reduction in movement. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.